Event description:
Customer reported: 2 years post-op. A tibial implant fracture between the base plate (fixed bearing with 2 augments) and the offset adapter. The tibial base plate with the cement base is completely loose. However, the offset adapter with the stem is firmly fixed tibially in the stem. The knee is therefore naturally unstable. Patient revised (B)(6) 2024. Original implant date unknown.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary customer reported: 2 years post-op a tibial implant fracture between the base plate (fixed bearing with 2 augments) and the offset adapter. The tibial base plate with the cement base is completely loose. However, the offset adapter with the stem is firmly fixed tibially in the stem. The knee is therefore naturally unstable. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (wg_ implantatbruch attune revision_ pc-(B)(4) jrn). The x-ray investigation found that the tibia tray can be seen fractured. However, there is no evidence that would suggest that a device malfunction at the tibial insert that would contribute to the reported adverse event. The investigation for the observed fracture and migration of the tibial tray was performed under pi-(B)(6). The device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. However, there is no evidence that would suggest that the unknown knee tibial insert would have contribute to the reported adverse event. Based on the investigation findings, tand it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.